Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 94. It is unknown in which care area or at the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was evaluated on-site at the customer facility. The reported condition was confirmed during device evaluation. The main battery was found to be discharged. The main battery was replaced to correct the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.